Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37603, serial # (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator.

Event description:
A manufacturer representative (rep) reported that the patient was implanted past the use before date (ubd). The patient was implanted on (B)(6) 2016 and the ubd was (B)(6) 2016. The patient's indication for implant is parkinson's dual and movement disorders.

Event description:
Follow up information received from the rep reported that the previously reported information was incorrect, and that the patient was implanted on (B)(6) 2016, not (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.